Event description:
Caller states a neonate pt received result of 68 mg/dl on the sensor system, and result of 42 mg/dl on the performa system. Pt was treated with oral glucose when the value was less than 47 mg/dl. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in another country. This medwatch report is for the suspect device used in the performa system (lot # 320202, expiration date 05/31/2010).